Manufacturer narrative:
Initial.

Event description:
It was reported that an alert 38 motor stall occurred on the insulin pump, with the alert persisting after an initial supply change; a dry run was successful, the user was then instructed to complete the fill tubing step before inserting the infusion set and to perform a supply change using a new box, indicating a device issue related to failure to infuse and involving the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during use, consistent with a failure to infuse associated with the pump motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.